Event description:
Guidant received info that this pt's devices were removed from service, and one epicarial sensing lead was found fractured. Paperwork states: all epicardial leads-one sensing lead was fractured.